Event description:
Edwards received information that glutaraldehyde solution leakage from a pericardial patch jar was found during preparation for the surgery in the operation room.

Manufacturer narrative:
Any packaging non-conformance that results in a breach of the sterile package (i.e. Pinhole, tear or seal issue), has the potential to result in a serious infection. The investigation is still in progress. Therefore; a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
The most likely root cause is shipping/handling problem. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H3: product evaluation. Customer report of solution leakage was confirmed. The device was received in its original packaging; patch jar was still sealed within its shrink wrapping. The jar was observed to have multiple cracks on the bottom of the jar with a crack extended on the side of the jar. At the bottom of the jar four cracks measured 50mm, 17mm, 16mm, 21mm. Crack ran lengthwise on the side of the jar by approximately 140mm. The patch remained inside of the jar. There were no glutaraldehyde solution in the jar and no visible inconsistencies were observed on patch. No other damages were observed from the jar, lid, jar lid thread, and jar thread. The tagalert was blank; water damage was observed on the display. The tag alert start button was pushed and the tag alert remained blank.